Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned for analysis. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undersensing, high impedance and contained a possible fracture. The patient experienced inappropriate therapy and received three inappropriate shocks. The lead was replaced and partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.